Manufacturer narrative:
Zoll has received the autopulse platform in complaint for investigation. However, investigation is still in progress. A supplemental report will be filed when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, when the crew tried to initiate therapy for a (B)(6) years old male patient who weighed approximately (B)(6) pounds, the platform displayed a message prompting the user to reposition the patient. Patient was re-positioned and lifeband was adjusted, however same issue persisted. The crew then reverted to manual CPR for unknown period of time. Rosc (return of spontaneous circulation) was not achieved. Customer does not attribute the patient's death to the use of the autopulse platform. No compression was provided by the autopulse. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Autopulse did not provide compressions, and did not cause or contribute to the patient's death.

Event description:
During the call, the autopulse platform ((B)(4)) was used on a (B)(6) years old male patient that weighed approximately (B)(6) pounds. When the crew tried to initiate therapy, the platform displayed a message prompting the user to reposition the patient. Patient was re-positioned and lifeband adjusted, however same issue persisted. The crew then reverted to manual CPR for unknown period of time. Rosc (return of spontaneous circulation) was not achieved. Customer does not attribute the patient's death to the use of the autopulse platform. No further information was provided.

Manufacturer narrative:
The customer reported complaint for the platform displayed a message prompting the user to reposition the patient was confirmed during archive data review and during functional testing. Load cell was found defective and a replacement was required. Visual inspection was performed and found no physical damage to the autopulse platform. As part of the functional testing, load cell characterization test was performed and it indicated the load cell is defective, thus confirming the reported complaint. In addition, the platform failed the power-on self-test due to defective encoder and lcd display screen, unrelated to the reported event. Encoder and lcd screen were replaced to remedy the fault. The autopulse platform is a reusable device and was manufactured in april 2004 and is 14 years old. It has exceeded its expected service life of 5 years. Following the repair, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient and passed all functional testing criteria and met all required specifications. Review of the archive data indicated multiple error messages (ua) 07 on the customer reported event date, thus confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).